Event description:
The faulty handheld computer and associated software were returned and underwent analysis. Analysis confirmed the touch screen was not functioning correctly. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No issues were observed with the software.

Event description:
It was reported that the physician's handheld programming computer was not consistently responding to taps on the touch screen. The issue was able to be resolved with a hard reset at first, however, the issues later persisted and were reportedly not always able to be resolved with troubleshooting. A company representative indicated that the screen responsiveness issue may have been the handheld computer freezing. The site was sent a new replacement handheld computer. Attempts for the return of the faulty handheld computer are in progress. No patient adverse events have been reported as a result of the issue.

Manufacturer narrative:
Device failure is suspected but cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.